Event description:
A user facility clinical manager reported via fax that the fistula needle causes bleeding around needle sites during treatment. They were able to stop bleeding after using clothing, band aids and gauze. C-621287 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).